Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling along upper half of stomach towards fundus during laparoscopic sleeve gastrectomy, the whole staple line bleed. The surgeon had to use clips from the greater curvature of the stomach up to the fundus to stop the bleeding.